Event description:
The pt was implanted with a left ventricular assist device. The pt was found at home, expired, and with his percutaneous lead disconnected.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.